Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply started beeping and the hemopro device would not stop cauterizing. The procedure was completed using a replacement hemopro device and cable. The hospital did not report any patient complications. This was a new cable and the hospital follows proper IFU sterilization procedures for their cables.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/18/2009. The visual inspection showed that the cutter wire was burnt. It was also observed that a small proton of the cold jaw boot had cracks and was melted. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).